Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found with cracked water tank. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer's reported problem could not be confirmed. According to the investigation, the micro switch operated as intended contrary to the customer complaint. However, investigation replaced the tank cover to stop the leaking and performed pm which all testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that the micro switch on a smiths medical level 1® hotline® low flow system was found to be faulty. It was reported that when the unit was powered on, an alarm was triggered. There were no patients involved with no adverse effects.